Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During a rns surgery, (B)(6) behaved abnormally just as the registration verification portion of registration began. The software could not display the axial, coronal, or sagittal views (each view showed only black). The image manager was opened and the CT was shown to be selected as exam 2. The CT was reselected and an error message showed "impossible to load patient folder". This occurred 3 times. The CT was selected again for exam 1 and then it displayed correctly, allowing the verification to continue. Approximately 45 seconds delay to the surgery occurred. Patient was anesthetized, but no cuts had taken place. The surgery was assisted by a field service engineer.

Manufacturer narrative:
It was reported that it was impossible to load an exam on the software. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation a first shutdown not mentioned in the complaint description occurred due to a crash of rosanna_brain software. It is a known design defect. The issue to load and display an exam occurred due to a memory overload. It was provoked by the oversize of the exam chosen by the user. The IFU provides indications about images format required for acquisition and its properties. Therefore, this is a user error who did not follow the IFU.

Event description:
During a rns surgery, rosanna behaved abnormally just as the registration verification portion of registration began. The software could not display the axial, coronal, or sagital veiws (each view showed only black). The image manager was opened and the CT was shown to be selected as exam 2. The CT was reselected and an error message showed "impossible to load patient folder". This occurred 3 times. The CT was selected again for exam 1 and then it displayed correctly, allowing the verification to continue. Approximately 45 seconds delay to the surgery occurred. Patient was anesthetized, but no cuts had taken place. The surgery wasassisted by a field service engineer.